Manufacturer narrative:
(B)(4). A follow report will be submitted upon completion of the investigation.

Event description:
The customer reported to philip healthcare that the heartstart mrx experienced a "paddles red light" issue. There was no report of patient involvement.